Event description:
It was reported the pt presented with the first signs of skin pain and edema at the pocket site a few months (approximately three) after implant . The skin appeared hot and red. For almost two years the physician and the pt tried to treat the problem with local alleviative creams. The problem never resolved. During some periods the problem was more tolerable and during other periods, the problem was more intense. The pt could not tolerate the skin pain over the pocket site. A new abdominal pocket was created. The same problem appeared at the new pocket site. The pt experienced pain and edema at the new pocket site. No correlation between the recharge procedure and worsening of the pain and edema was noticed. The physician turned off the neurostimulator in 2008 without ever turning it on any more. No recharge sessions were made after the following month. The problem did not pass. The pocket site remained irritated and painful. In the same month, the pt was tested with an allergy sample kit. The pt did not present any allergic reactions to the patch samples. The device was replaced.

Manufacturer narrative:
Upon receipt of the device, the battery was discharged in lock mode. The battery was recharged. The initial review and trace report were obtained after recharging. Bench testing showed that there was good stable output on every electrode pair set by the customer at their parameter values. There was good stable output on every electrode pair of the 2x4 lead configuration that was used by the customer. The output matched the programmed settings. There was no output when tested. There were cosmetic cuts in the adhesive over the lead frame welds. The device passed the automated test console. Foreign material was found under the connector cover. Normal impedances were observed indicating that there were no leakage paths in the connector area of the device. Device testing indicated it was functioning normally with no excess heating during recharging with stimulation and no leakage current paths from the ins can or connector module. A calorimeter test was done to see if the device was generating any significant heat during recharging with stimulation. "The highest amount of heat gi".